Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 7752529 and 510k# k082728 and UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical spinal fusion at c5-c6 due to c5-c6 fracture. Intra-op, while performing final tightening of multi-axial screw (mas) crosslink locking screw, the outside hex part of the mas crosslink set screw broke from the root and remained in the head of the pedicle screw. Then, a clip was used to connect the rod; and wound closure was performed. No patient complications were reported as a result of this event.